Manufacturer narrative:
Product complaint # (B)(4). Corrected information: h6 health effect - clinical code, h 6. Health effect - impact code the device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: d4 UDI, d9. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Please confirm, was the procedure on (B)(6) 2025?=>yes. Please clarify ? The event was noted to be intra op but occurred on 28-jan-2025.=>the correct date is 24. Was a 2nd surgical procedure required to place a new drain?=>unk. If yes, on what date? H3 evaluation: complaint sample review : one complaint sample of drain without trocar was received for evaluation, complete product was inspected visually and a hole nearby the end of tubing area was identified. Documents review : during investigation of complaint, batch review of in-process and final packaging inspections, as well as the manufacturing process is performed, these products are reported to be manufactured, inspected, and packaged in conformance with customer's specifications and have been found to be acceptable within all parameters. No discrepancy as per the reported defect is observed. Retention sample review : no negative observation was found. Review of defective sample's image / video : not applicable, as there was no complaint sample image / video received for evaluation. As per standard practice, 100% functional test and 100% visual inspection was carried out, before and after packing of finished goods, prior to the product release. There was no scope to miss such defect, at manufacturing / release stage. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4) additional information: h6 component code: g07002 - device not returned d4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. Additional information provided: updated product code and lot: -product code from 2227 = 2233 lot number from j2307656 = j2308515. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. If yes, was leakage detected? =unk did the drain come in contact with surgical instruments, surgical needles, sutures, sharp objects at any time? Please perform and document the follow up attempt for product return. =the device will be shipped. Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq) = (B)(6). Additional information has been requested, however not received if further details are received at a later date a supplemental medwatch will be sent. Please confirm, was the procedure on (B)(6) 2025? Please clarify ¿ the event was noted to be intra op but occurred on 28-jan-2025. Was a 2nd surgical procedure required to place a new drain? If yes, on what date? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a mastectomy on (B)(6)2025 and a drain was used. The suction could not be done during using the product on the subcutaneous. When checked, it was found that there was a hole in the drain, so the drain was replaced. There were no adverse consequences to the patient. Further details are not provided. Additional information has been requested.